Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal device failed to deploy. The following information was provided by the user facility: femoral shot looked good; and patient with minor harm. Additional information was received on (B)(6) 2017. Information from mhra incident report: once the device was prepared as per usual it was inserted into the right femoral artery without any problems. When deploying the seal and drawing back, it did not seem to stay in place. Patient had a large hematoma which had to be pressed out, and a femostop applied. It was very uncomfortable for the patient as she already had problem with the right hip. Once transferred to the ward the registrar had to go and press further to ensure the hematoma was out. Additional information was received on (B)(6) 2017. Angio pre hip replacement. Angio-seal was deployed in the normal way. The device was deployed deeper (3cm) to compensate for body fat/obese patient. The click of the angio-sseal was heard, on pullback a ripping sound was heard and the angio-seal became loose, and was unable to be kept in patient. Manual compression was used. All components came out of the patient. Approx. 45 minutes of manual compression and femstop, plus two hours with femstop totaling around three hours. Patients stay was extended due to the hematoma. Blood loss was 1000cc and blood transfusion. Certified (B)(4) sjm. Puncture below inguinal ligament and above bifurcation. Pre deployment angiogram looked ok. No ultra sound check of placement. Vessel was not injured besides the regular puncture. Bleeding was immediately after procedure in cath lab under medical supervision. All components removed although the footplate does not appear to be in returned sample.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6f angio-seal vip vascular closure device was returned for evaluation. The carrier tube assembly was returned mated from the hemostasis sheath in a rear lock position. There was some suture attached to the carrier tube. The arteriotomy locator and the plastic pouch were returned separately as well. There was blood like substance on all returned device components. No anchor or collagen was returned. All ends of the suture were inspected under microscope and the strand geometry suggested manual cuts with a blade and not a break due to excessive strain. The tensioner hub was disassembled to check for anomalies and none were found. Based on the state of the returned device it is indeterminate whether the deployment was successful. The exact cause of the event cannot be determined in absence of information such as patient vascular anatomy and user technique. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.